Event description:
Reporter stated, "dr. Had explained to met that pt had several instances of the femoral component dislocating anteriorly over the tibial component. He felt that an exchange to a thicker tibial insert would stabilize the joint. The 15mm insert was exchanged intraoperatively to a 21mm insert and he believed the joint to be very stable. All other components were well fixed and indicated no sign of adverse wear."